Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted a hernia recurrence between the previous mesh, extensive adhesions requiring one hour of adhesiolysis and incarcerated omentum. It was reported that the patient experienced severe chronic pain, inflammation, scarring, anxiety and stress. No additional information was provided.